Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited decreased intrinsic amplitude signal, decreased pace impedances as well as occasional spikes greater than 3,000 ohms, and high pacing thresholds. A revision procedure was performed wherein the lead was removed without issue. Several adherences were noted on the lead levels corresponding to the superior vena cava and subclavian vein. A new lead was implanted. No adverse patient effects were reported.